Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) for a scheduled follow up. The transmission showed the atrial lead exhibited two episodes of noise oversensing on (B)(6) 2019 that lasted 6 seconds. The electromyogram received confirmed the atrial lead noise and it was noted to be an ongoing issue. All lead measurements were stable and the pulse generator function was normal. A lead revision was considered. No patient symptoms were reported.